Event description:
During intraoperative phase of laproscopic cholecystectomy a metal portion of wolf grasping instrument became separated from the instrument. The separated piece of the instrument was not retrieved from the patient's abdominl cavity. Attempts by the surgeon to retrieve the separated metal piece were made intraoperatively via the laproscope, utilizing image intensification radiography and sterile abdominal magnets. The retained metal instrument piece is the lower biting portion of a wolf grasping forcep, alligator jaw.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: factory trained/authorized/owned service organization. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: invalid data, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.